Event description:
The customer confirmed the procedure was a laparoscopic appendectomy. An alternative olympus light source was brought in and used to complete the case. There was a five (5) minute delay to bring in a new light source. The device was turned on and functioning properly prior to start of case and broke at the start of the case. The device was used and in working order earlier in the day. No impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, customer follow-up and correction to e1. B5: updated with information received from the customer. E1: corrected the reporter name per customer follow-up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the stuck power button likely occurred due to exceeding the number of operations applied to the power switch. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that during an unknown procedure the visera elite xenon light source power button on the front of the device was stuck in the inward position when pressed to turn off the device. There was no harm or user injury reported due to the event. Additional information has been requested. Upon inspection and testing of the customer returned device, the power switch was stuck and unable to turn on. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found, the device had a non-olympus lamp with one hundred hours of use and normal cosmetic wear and tear. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.